Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned for analysis. The helix of the lead was extrinsically bent. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal lv (low voltage) electrode of the lead was covered in blood, the distal body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted but not used due to positioning difficulty. During re-positioning it was determined the helix was blocked. The physician removed the lead and replaced the lead with a new one. The replacement lead again was difficult to position and the helix was observed to be blocked. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.